Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer stated that there was a planned network event that was not communicated to staff. Telemetry was completely offline between 19-20. When the telemetry then became constantly offline at 1900, the medical back-up was contacted to decide if any patient needed to be seated during this hour. At 2005 the telemetries had not yet come back the department tried to restart the telemetry boxes, so they took out the batteries, put them back in and then the ECG curves came up again. The telemetry monitoring was unavailable for a period of time, however; there were no reports of adverse event or patient harm.

Event description:
The customer stated that there was a planned network event that was not communicated to staff. Telemetry was completely offline between 19-20. When the telemetry then became constantly offline at 1900, the medical back-up was contacted to decide if any patient needed to be seated during this hour. At 20:05 the telemetries had not yet come back the department tried to restart the telemetry boxes, so they took out the batteries, put them back in and then the ECG curves came up again. The telemetry monitoring was unavailable for a period of time, however; there were no reports of adverse event or patient harm.

Manufacturer narrative:
A complaint was received where the customer stated that the potential impact of planned network work was not properly communicated to hospital staff. The work on the network caused telemetry to become offline for 1hour and there was no adverse patient impact reported. Attempts were made to confirm where the offline banner was displayed, the exact telemetry devices being used for patient monitoring, valid serial numbers of the devices in question and what the initial network work was that caused the issue however, this information was not made available. The description of event stated that the customer removed the batteries and restarted the telemetry boxes, which was confirmed in the 05aug24 email response. However, the same email response stated that both m540's and m300 devices were in use at the time of the event but serial numbers of the devices was unknown. According to the description of event and the 05aug24 email response, the resetting of the units resolved the issue because the ECG curves came back up. Further clarification was requested however, on 07nov24 it was stated that no more information was available. Without further clarification regarding the network event, device logs or other information, a root cause of the stated complaint cannot be determined. If more information should become available, a child record associated with this complaint will be opened for proper documentation.